Event description:
The plaintiff's atty alleged that the pt experienced cardiac arrest causing the pt to expire. These events were allegedly caused by exposure to the prod administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.